Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening femur; aseptic loosening tibia; mal-alignment; stiffness; wear of polyethylene component. (Right). (B)(6). Primary asa: p2-mild disease not incapacitating. (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event we have determined that this is a duplicate that was previously reported under (B)(4).